Event description:
It was reported that vessel perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used on (B)(6) 2025. During the procedure, the patient's systolic blood pressure decreased from 100-110 mmhg to 60 mmhg after placement of a 40mm closure device and the was sheath removal. Transesophageal echocardiography (tee) confirmed left ventricular collapse, however, no increase in pericardial effusion, suggesting a drug-induced cause. During was insertion, severe resistance was felt at the femoral puncture site, it was attempted without performing the usual dilatation. The outer catheter had advanced within the vessel at that time, and contrast imaging indicated contrast leakage in the right external iliac vein. Balloon hemostasis and stent graft placement were performed, completing hemostasis. During the procedure, the patient condition remained stable with the use of vasopressors and fluid/blood transfusion management. The patient was placed under respiratory management and transferred back to the cardiac care unit (ccu) after a computed tomography (CT) scan. The patient was discharged on (B)(6) 2025.

Event description:
It was reported that vessel perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used on (B)(6) 2025. During the procedure, the patient's systolic blood pressure decreased from 100-110 mmhg to 60 mmhg after placement of a 40mm closure device and the was sheath removal. Transesophageal echocardiography (tee) confirmed left ventricular collapse, however, no increase in pericardial effusion, suggesting a drug-induced cause. During was insertion, severe resistance was felt at the femoral puncture site, it was attempted without performing the usual dilatation. The outer catheter had advanced within the vessel at that time, and contrast imaging indicated contrast leakage in the right external iliac vein. Balloon hemostasis and stent graft placement were performed, completing hemostasis. During the procedure, the patient condition remained stable with the use of vasopressors and fluid/blood transfusion management. The patient was placed under respiratory management and transferred back to the cardiac care unit (ccu) after a computed tomography (CT) scan. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
H6 patient code corrected from e2320: high blood pressure/hypertension to e2323: low blood pressure/hypotension.